Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records state that the patient underwent a r primary total knee arthroplasty in 2019 using unknown implants. She then developed a postoperative infection requiring a 1-stage exchange in (B)(6) 2020 using "true components" of unknown manufacturer. The chronic infection continued and was cleared with antibiotics. She underwent a full revision on (B)(6) 2020 using depuy components. Physician check-up on (B)(6) 2020 states she sustained a fall and continued to have pain, fluid overload and reactive cellulitis in the right leg. On (B)(6) 2021 an MRI showed nondisplaced fx of the right tibia adjacent to the stem. Patient was told to use a walking boot with weight restrictions. A search of the clinical database revealed no indication of the manufacturer of the unknown implants. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021. (Right knee).